Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 32 mmol/dl with symptoms of blurred vision, drowsiness, and excess thirst. The reporter noted that the patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter stated that there were multiple loss of prime alarms that had caused a delay in insulin delivery. While troubleshooting the issue with customer technical support the reporter was able to prime the pump successfully after a cartridge change. This complaint is being reported based on the allegation that a patient experienced a hyperglycemic event as a result of multiple loss of prime alarms.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: the black box showed loss of prime warning associated with a low non-zero force leading to delivery interruptions. An ezprime and 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The pump was detecting the correct force. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The battery compartment was found to be cracked.